Event description:
The customer reported that the operator inadvertently entered the donor weight incorrectly. The weight was entered as (B)(6), but should have been (B)(6). The operator noticed the error 20 minutes into the procedure. The donor had received approximately 3 returns and was not showing signs of citrate toxicity. The operator ended the procedure. The donor received 106ml of anticoagulant and tolerated the procedure well. She was discharged from the blood center after a rest period in no apparent distress. Would not allow for the entry of the entire patient ID. The full patient ID is (B)(6). The customer declined to provide the patient age due to confidentiality reasons. This report is being filed due to a device malfunction (operator error) that has the potential for injury.

Manufacturer narrative:
Terumo bct internal reference: (B)(4).investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue.feedback was provided to the customer on donor information that could not be changed.root cause: operator error.corrective/preventive action: a report for operator error issues is distributed each quarter to sales and clinical support for potential targeted training.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.